Manufacturer narrative:
Date sent to the FDA: 11/20/2007. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2007-01075 and medwatch 2210968-2007-01076. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy of a fibroid uterus on 10/25/2007. During the procedure, the device worked well for a while then the surgeon felt that the blade became dull due to cutting a calcified hard fibroid uterus. The procedure was successfully completed using another hand piece with no adverse pt consequences.